Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during dwell 7 of 8, while the hp was connected. The care giver (cg) stated that therapy had already ended and the alarm had already been cleared, with the assistance of a nurse. The cg also stated that no leaks were noticed when the setup was removed. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.